Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).

Event description:
The hospital reported that the tw power supply was not turning on. The unit is under warranty until may 2011. There was no pt involvement. The hospital was just testing the power supply. The product is returning.